Event description:
An Impella CP was inserted via right percutaneous femoral access site in a patient (unknown gender and age) for High-Risk Percutaneous Coronary Intervention (HRPCI). The patient¿s comorbidities are not specified. The patient¿s clinical state prior to initiation of support SCAI (Society for Cardiovascular Angiography and Interventions) shock stage is unknown as no patient flow chart was provided.Following successful Impella CP implantation, a single-access procedure was attempted using a 7 French companion sheath. Access was attempted three times utilizing micropuncture technique at the 10 o'clock and 2 o'clock positions on the valve. During each attempt, the companion sheath was advanced over the guidewire but would not pass through the access site at the peel-away diaphragm. The physician reported applying an appropriate amount of forward pressure, and excessive force was not used. Due to persistent resistance at the peel-away diaphragm, the companion sheath was abandoned, and a Prelude sheath (Non-J&J device) was selected. The same access technique was utilized with successful and easy insertion of the Prelude sheath through the access site. The PCI procedure was subsequently completed without further issue. The patient survived the procedure and was reported to have survived at the time of explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.